Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio during protnix therapy (programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
This MDR was initially reported in error. Manufacturer report number 1314492-2016-05513 was previously submitted on 11/15/2016 as a duplicate of manufacturer report number 1314492-2016-05081 submitted on 12/03/2016. Manufacturer report number 1314492-2016-05513 is a duplicate report and can be removed from the FDA database.